Event description:
The customer reported that he was hospitalized for high blood glucose levels and swelling due to an amputation. The reported blood glucose reading at the time of the call was 280 mg/dl. The customer called for assistance with the bolus and basal delivery. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.